Event description:
Related to MFR report # 2183959-2012-00798. The plaintiff was implanted with an ams apogee graft (another ams graft, and a non-ams graft). Implant dates were indicated to be (B)(6) 2000 and (B)(6) 2007. The plaintiff's attorney alleged that the plaintiff had suffered "pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages, as a result of the implantation."

Manufacturer narrative:
It is believed the device indicated in the complaint was implanted on (B)(6) 2007 because the device was manufactured in november 2007. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.